Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D4: UDI: (B)(4). Physical evaluation could not be performed as the fluted pin was not returned for evaluation. Visual analysis was performed on pictures which shows a stuck pin in femoral bone, confirming the reported event. DHR was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was received.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
During set up for a robotic assisted knee arthroplasty, it was noted that the tip of a 3.2mm fluted pin fractured in the femoral cortex; this was left in place to prevent further damage. No additional adverse event was reported.